Manufacturer narrative:
The serial/lot number is currently unavailable; therefore, the device manufacture date is unavailable. UDI has been updated accordingly. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the locking mechanism on the impactor device was fractured during femoral broaching causing metal fragments to fall into the wound. According to the report, all pieces were retrieved from the patient. Therefore, no x-ray was taken as it was not needed. There was a delay of 20 minutes in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The patient identifier was reported as bag in the initial report and has been updated as (B)(6). The event was reported as a reportable malfunction in the initial report and has been updated as a serious injury. Additional information: upon follow up with the customer, it was determined that the surgery performed was total hip arthroplasty on a patient with a diagnosis of hip degenerative joint disease. It was also reported that there were no metal shavings left in the patient. However, irrigation and an x-ray were performed in order to make sure and confirm that no metal debris were left behind. The reporter also confirmed that the patient had no issues post-surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information: the device serial/lot was unknown in the initial report and has been updated accordingly. The device manufacture date was reported as unknown in the initial medwatch report. This has been updated to sep 7, 2017. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: the type of reportable event was incorrectly filed as a malfunction. This should be filed as serious injury. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the lock collar on the device was not functional and broken. Therefore, the reported condition was confirmed. It was further noted that the locking collar assembled on unit was pre-design change. A CAPA had been previously issued to address the design change. The assignable root cause was determined to be due to usage of the device other than designed which is improper device use. If additional information should become available, a supplemental medwatch will be submitted accordingly.